Event description:
As reported by the eye care provider (ecp), a patient experienced discomfort and redness in the right eye during contact lens wear. On (B)(6) 2012, the patient reported "there was lesion, infection, with whitish spots on her iris." The contact lens was worn for 3 days and the patient used an unknown cleaning solution. The patient visited a different doctor who suspended contact lens wear and prescribed an unspecified eye lubricant. The issue has resolved. No additional information can be obtained.

Manufacturer narrative:
The product was not returned for evaluation. Review of the device history records and sterilization records are in progress. (B)(4).